Manufacturer narrative:
Device not returned.

Event description:
Complaint received that alleges "she feels the braces she has had over the years have caused her additional pain and according to the patient believed the brace had caused trauma (referring to damage to the area) to her hip, knee, and ankles that also needs to be repaired". Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation.